Event description:
It was reported that the patient stated she had an increase in seizure activity the past year. Clinic notes were received for the patient's replacement surgery due to low battery. It was reported that the patient describes few grand mal events. It was stated that the patient feels the vns is "a little stronger because it bothers her throat". The device settings were adjusted. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent a prophylactic generator replacement. Information was received that the generator was likely discarded day of surgery and therefore the generator has not been received into product analysis to date. No additional relevant information has been received to date.